Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lithovue single-use digital flexible ureteroscope was used during an ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, an access sheath was utilized for the procedure and "there was a perforation in the ureter when trying to use the scope¿. The physician was not able to remove the stones and the procedure was not completed due to this event. A stent was placed to heal the ureter. It was noted that the patient did not have tortuous anatomy. According to the physician's assessment, there was no malfunction with the scope, however, the perforation was caused by the tip of the lithovue single-use digital flexible ureteroscope.